Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a reservoir leak was present when attempting to fill their reservoir. The customer's blood glucose was 180 mg/dl at the time of incident. The customer did not describe treatment for their blood glucose. The customer also reported the needle was bent on the transfer guard. The customer has discarded the reservoir. The reservoir will not be returning for analysis.